Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by a distributor that the suture did not have an expiration date printed on the box. No further information provided.

Manufacturer narrative:
(B)(4). Mfg date: - 05/15/1998. Primary packaging was examined and the batch number ler265 was included in the foil packaging. No expiration was included. At the time batch ler265 was manufactured (may 1998) was verified that the expiration date was not a requirement on the primary packaging for the gut suture family.